Manufacturer narrative:
The lead was returned in two segments. External insulation abrasion was found at 52.9-53.1cm from the lead tip. Electrical testing that could be performed resulted in normal measurements.

Event description:
It was reported that during device change out due to normal eri, an insulation anomaly was observed. No electrical anomalies were detected. The lead was explanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.